Event description:
It was reported that a homecare pt experienced difficulties with the fit/placement of multiple size 8 dfen, disposable cannula fenestrated low pressure cuffed tracheostomy tubes with the soft swivel flange. The pt reportedly experienced increased secretions, aspirations, stoma site irritations, gagging and tracheal discomfort/distress. It was also reported that the pt has required medical attention and emergency room services as a result of these device experiences. The devices had reportedly been in use anywhere from just minutes to two (2) days when the problems were detected. There was one (1) pt involved. Seven (7), size 8 dfen devices, one (1) size 8 fen device and were returned to the manufacturer on 2/5/99 for identification, analysis and investigation. Device evaluation results are recorded in section h. Of this report.